Event description:
It was reported that five yrs post filter implant, cta imaging demonstrated that an ivc filter limb had detached and was located within the pt's liver. In addition, multiple limbs were observed perforating the ivc wall and the filter was tilted approx 15 degrees, with the apex of the filter against the anterior wall of the ivc. The discovery was an incidental finding, as the cta was performed for another reason. After a successful filter retrieval, it was observed that there were a total of three limbs missing from the filter. Add'l imaging demonstrated that one limb was endothelialized within the cava wall at the site of the retrieved filter. Another filter limb was located in the right ventricle. Attempts to retrieve the filter limb from the cava with a snare were unsuccessful. The pt is currently stable, however, was sent to the cardiac ICU as precautionary measure.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The sample will be retained by the user facility risk management department. Therefore, a sample eval could not be performed. The investigation is currently underway.